Event description:
It was reported that an adult user experienced low blood glucose with a fast heart rate, confirmed by a fingerstick of 71 mg/dl, and was treated with 14 grams of apple juice with subsequent improvement to 80 mg/dl; the user had not eaten dinner, and no device component issue was identified due to insufficient information. Symptoms included hypoglycemia. Outcomes included serious illness requiring medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to establish a medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.